Event description:
Event description guidant received information that there was a loss of capture (chamber not stated), even at high output settings. The patient does have an underlying rhythm. Later, the pacemaker was explanted and replaced and the lead issue was addressed during that procedure. The pacemaker was returned for analysis.